Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was presenting auto inflation and size issues. A surgical procedure was performed to remove the device. No further patient complications were reported.